Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: 010000662 g7 pps ltd acet shell 50d 7345227. 110024462 g7 dual mobility liner 40mm d 65819648. 574201030 femoral stem cementless collared standard offset 12/14 taper size 3 3149282

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient was revised nearly two months post implantation due to the dual mobility bearing dislocating from the femoral head. The patient was about six weeks post operative and bent over to pick something up and dislocated her hip.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00264 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately six weeks post implantation due to a dislocation after bending over to pick something up. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Visual examination of the returned product identified no damage on the femoral head. Damage is seen on the backside of the poly. Product identifiers are conforming to print specifications. Root cause unchanged. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.